Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 28 mmol/l associated with air bubbles in the pump cartridge. The reporter was advised to prime the air bubbles out of the cartridge and tubing prior to use. The cartridge preparation was reviewed with the user and confirmed that the cartridge was prepared per the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.